Event description:
The customer went to the lab for an angiogram at 6am. Fasting lab tests were performed, the customer blood glucose was 165mg/dl. The customer tested using their device and received a result of 266mg/dl. The customer was admitted to the emergency room due to the result of the other tests. At 3 or 4 pm the customers blood glucose was taken on the hosp device and it was stated to be similar to the lab draw. The customer felt over medicating based on the device results. No treatment for blood glucose. Controls were not in use at the time of the event. A request was made for the return of the suspect device and replacement product was sent. A request was made for the return of the suspect device and replacement product was sent.